Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. The customer powered the unit back up with no further issues. Therapy was continued. No patient injury was reported.

Manufacturer narrative:
The unit was tested to factory specification. It functioned normally and was returned to the customer.